Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 20903795, model/catalog description: infinion cx lead kit, 70 cm. Model number/catalog number: sc-4318, batch/lot number: 20571341, model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients anchor was completely disconnected which made the leads fall out of the vertebral. The patient underwent a lead replacement procedure and was doing well postoperatively.